Event description:
Additional information received reported that the patient's doctor had decided to either remove the system or the patient could "make do with what he had." The reporter stated that it was thought that the patient was "going to stick with it for a while." A follow-up report will be made if additional information becomes available.

Event description:
It was reported there was a loss of stimulation coverage. Patient had reached for a pillow and while stretching felt a "pop" in their back. Since then the stimulation was in their chest wall and their left arm. Patient needed stimulation in their left leg. X-rays were pending. Reprogramming was unsuccessful and there were no impedance issues. There is no injury or adverse event to the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).